Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted.

Event description:
On (B)(6) 2025 the patient called inogen; to report she was not receiving enough oxygen on her concentrator g3 hf and she had to go to the hospital due to lack of oxygen. Patient stated she was back home recovering.